Event description:
Allergan aesthetics received a report via nbir of a "capsular contracture, baker grade iii". This is for the right side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason(s) for reoperation is/are: capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.